Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Just over three months post implant, it was reported that there was high right ventricular (rv) lead threshold as the rv lead had noncapture at max output. It was noted that the physician sent the patient for a chest x-ray. The rv lead remains in use. No patient complications have been reported as a result of this event.